Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was debris in tubing channel. The tubing channel was cleaned. The pumphead module was replaced as a precaution. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The baxter service representative reported a colleague infusion pump with failure code 808:02 that was determined to have interrupted therapy. This problem was identified during service/testing. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is currently unknown.